Event description:
A vague report was received in which a colleague 3 infusion pump reportedly went into a failure code causing the pump to stop. The pt was reportedly receiving levophed. Only one channel was being used at the time the pump alarmed failure code 12 (to many keypresses in a short a short amount of time). The pump was taken off and the infusion restarted on a syringe pump. There was no reported adverse pt outcome due to this event. The pt expired several hours later. The account stated that the pt's death was not a result of the pump alarming and stopping the infusion. No add'l pt info of clinical details were able to be obtained.